Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to urinary incontinence. Upon explant, a hole was found in the cuff. A new aus was implanted. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to urinary incontinence. Upon explant, a hole was found in the cuff. A new aus was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cuff found a small hole in the cuff shell consistent with wear at the fold. A fluid leak was confirmed. The balloon and pump were both visually inspected and presented no damages or abnormalities. Leak testing was performed on both components, and there were no leaks present. Based on the information available, the analysis did confirm the reported allegations and a conclusion of cause traced to component failure was chosen.